Event description:
The pt was implanted with a synchromed pump and catheter in 2000 for intrathecal infusion of lioresal for intractable spasticity related to cerebral palsy. The pt developed spinal meningitis and the pump and catheter were explanted in 2000. The device was not returned to the MFR for analysis. Pt outcome is unknown at this time.